Manufacturer narrative:
Device lot number now provided.device manufacturing date now provided.medtronic investigation of returned suspect device finds that the returned drill guide was found to be in good condition. The lot number indicates a manufacture date over four years ago. The guide rotates easily but the rotation is consistent with new product on the shelf. No problem found.

Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement drill guide cannulated shipped to site 11/04/2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cervical procedure, the surgeon stated the cannulated drill guide is too wobbly. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue the procedure with this knowledge. The surgeon completed the procedure accurately with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.